Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. The device had a cracked display window corner and a cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the insulin pump was dropped into water. The customer's blood glucose is unknown. The insulin pump was replaced and returned for analysis.